Event description:
Two shipments were rec'd by the user facility, each having a different lot number. Shipment a contained the calibration seed for shipment b and shipment b contained the calibration seed for shipment a. The user facility detected the error and there was no pt impact.